Event description:
It was reported that, the customer was hospitalized and in a coma due to low blood glucose. Troubleshooting was performed and found that the customer over delivered insulin in less than a two hr period.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.